Event description:
It was reported patient underwent an unknown procedure on (B)(6) 2014. During the procedure, the drill bit fractured in the patient and its location is unknown. A radiograph did not reveal the location of the fractured piece.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. The root cause of the event was determined to most likely be due to misuse, by instrument being put through torsional-bending overload, used multiple times and not replaced with a new drill, and/or not inspected for wear and disfigurement and prior to surgery.

Manufacturer narrative:
This follow-up report is being filed to relay doctor name, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.